Event description:
Caller reported a malfunction on the pump, identified as malf 12, due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was informed to call back if the malfunction recurs and temporarily used long-acting insulin until returning home from work. No additional information was received regarding the outcome of the event.